Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black foreign matter was found in the syringe after drawing up the (B)(4) covid-19 vaccine with the needle 25ga 1in. The following information was provided by the initial reporter: "this complaint occurred... During (B)(4) covid-19 vaccination. Bd¿s needle was used with non-bd¿s syringe. After vaccine was filled into syringe, the customer found black fm inside the syringe. Before the needle was connected to the vial, visual inspection for the vial was performed with no fm observed."